Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
One of the attachment feet on the articulating surface was broken off the bottom of the trial.

Manufacturer narrative:
Examination of the returned device confirmed the reported problem. The root cause is attributed to product wear out; however, misuse (possibly through user error) cannot be ruled out. Based on the investigation determination of product wear out and/or misuse as the root cause no corrective action is being taken. Monitor through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.